Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device.

Event description:
Information was received from a trial patient in basic evaluation. It was reported that the wires were removed due to an infection. It was unknown if the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event.